Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was chronically small r-waves in bipolar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead alert had triggered for short v-v episodes and noise. In addition, there was possible intermittent t-wave oversensing (twos) recorded as ventricular arrhythmia episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.